Manufacturer narrative:
Additional information was received that the reason for explant was non device related back surgery and other medical issues. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50, serial#: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.